Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle freedom lite is 5 years. As the manufacturing year of this product is 2011, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. If the product is returned, the case will be re-opened and a physical investigation will be performed.this also serves as a correction report. PMA/510(k) # was incorrectly documented in the initial MDR report. Has been updated.

Event description:
A battery/no power issue was reported with the adc blood glucose meter. Customer reported the meter would not power on with button press or test strip insertion. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc blood glucose meter. Customer reported the meter would not power on with button press or test strip insertion. There was no report of death, serious injury or mistreatment associated with this event.